Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient experienced a suspected infection. The catheter was removed, and an antibiotic treatment was started, but there was no improvement. Additional information noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.